Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 540 mg/dl. The customer stated that he had his toes amputated due to diabetes. The customer states that they are on antibiotics and that the insulin pump functions as designed. The customer did complain that insulin pushes out after priming. The customer was advised to rotate the cannula to avoid scar tissue and to prevent the cannula from bending. No further information was provided.